Manufacturer narrative:
No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system software became unresponsive during re-registration. Hard rebooting the system resolved the issue. The procedure was completed with the use of same navigation system. There was no delay to the procedure. No impact on patient outcome.